Event description:
Through the review of the medical article: transcatheter aortic valve implantation in small surgical aortic prosthesis for small body size patients the following events were found in this case, magna valves (6 patients) patients with previously implanted magna aortic valves underwent valve-in-valve procedures due to prosthetic valve failure. Among them, four (4) patients had a 19mm magna valve; three (3) received a 20mm sapien family valve and one (1) received a 23mm non-edwards transcatheter valve. Two (2) patients had a 21mm magna valve; one (1) received a 20mm sapien family valve and the other received a 23mm non-edwards transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. Refer to attachment for literature. Refer to MFR report number 2015691-2026-10790 for additional events related to this literature.

Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.